Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, a patient's high voltage lead failed to deliver shock during ventricular fibrillation event. Alternative shock configurations may have been attempted. After an unsuccessful shock, another shock was delivered and successful. Upon interrogation of the device, the report was ¿possible high voltage lead issue. Alternative shock configurations may have been attempted.¿ the thresholds, impedance, and sensing all looked to be in normal range. The patient was provided a cardiac life vest, and disabling ICD therapies was discussed. The patient was recovering.